Manufacturer narrative:
The customer¿s experience of tpn infusing faster than expected was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 4 at a rate of 10ml/hr with a vtbi of 100ml at 1:28 am on (B)(6) 2019. After the infusion completed and went into kvo at 11:34 am, the user then changed the vtbi to 30ml and started the infusion and ran until 12:57 pm when the user channeled the device off. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of tpn infusing faster than expected was not identified.

Event description:
It was reported that the tpn infusion was programmed to infuse at a rate of 10cc/hour for the duration of 3 hours and that the infusion infused faster than expected. There was no patient harm.